Event description:
It was reported that there was no venous pressure reading (pven). The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that there was no venous pressure reading (pven). The failure occurred during treatment. On (B)(6) 2023 the information was received that the cardiohelp was not exchanged during treatment and the disposable connection cable (hls cable) was rusty. There was no pump stop due to the failure and no harm to the patient. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on (B)(6) 2021. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin was published (B)(6) 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. The review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2013 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2013. Based on the results the reported failure "no pven reading" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.